Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 12 mmol/l. The customer was trying to enter food for bolus and buttons are not working customer removed battery but still button are not working. The customer said that there is no significant events leading to keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was advised that the insulin pump will be replaced.